Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a knee procedure when the surgeon was attempting to remove the device from the mating device, the tibial trial prosthesis fractured. Another device was used to complete the surgery.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. The device was returned and examination determined that it exhibited signs of repeated use (nicked/gouged) with the post feature fractured off. All pieces were returned. The device history records were reviewed and no discrepancies were identified. The device had an approximate field life of four (4) years and eight (8) months with an unknown frequency of use. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the corrective and preventative action design modification. The root cause is considered to be design deficiency.